Event description:
Per the clinic, during an initial implantation surgery on (B)(6) 2025 the primary ground electrode was left in situ under temporalis. During the same surgery, the device was exchanged with a back up implant and the back up implant was implanted successfully.